Event description:
It was reported that the customer had a multiple failed selftest alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer states alarm did not occur during rewind or prime sequence. Troubleshooting was not performed, because the alarm occurred multiple times. Insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.